Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while doing a planned maintenance (pm), the system became unresponsive while in select patient. The representative did a hard reboot and then it became unresponsive at select patient. The third time it became unresponsive at the appliance launch screen; it was possible to move the mouse but it was not possible to click on anything. Ctrl + alt + del did not do anything. Another hard reboot was performed and it still was not possible to click anything in appliance launcher. Another mouse was connected to the system. The mouse would move but it was not possible to click anything. An update was provided that the representative was able to get the software to respond and get into the administrator appliance after rebooting the system six times. There was no patient present when this issue was identified. It was noted that the site reported that a few weeks ago they loaned the system to a different hospital and it had gotten jarred a bit in shipping. It was unknown if this was related to the unresponsive issue.

Event description:
Medtronic received additional information that the cause or contributing factors related to the reported issue was the system had been transported via truck outside of medtronic transportation protocol to another hospital and reported as damaged in transit by the site. The site had been reporting system ¿glitches¿ since the damage occurred.

Manufacturer narrative:
H2) additional information: d11: product ID: 9735225r updated to 9734477. Serial number is (B)(6). H3) a medtronic representative went to the site to test the equipment again. Testing revealed that the system was still performing as intended. The system passed the system checkout and was found to be fully functional. Additional information was provided that the issue was resolved by uninstalling and reinstalling the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.